Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2016-03550, 1627487-2016-03551 and 1627487-2016-03552. Follow up information identified the issue of high impedance was resolved by replacement of the lead. The reported issue has been resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 4: reference MFR. Report: 1627487-2016-03550, 1627487-2016-03551 and 1627487-2016-03552. It was reported after an ipg replacement on (B)(6) 2016, lead diagnostics showed multiple high impedances. Follow up identified the impedances remain high and invalid. The patient underwent surgical intervention on (B)(6) 2016. Intra-operatively the extensions were disconnected and the leads showed fewer high impedance readings then with the extensions. Only one lead was able to be implanted due to scar tissue. The patient continues to experience sensitivity to stimulation. Further follow up is pending.